Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with no delivery alarm on the customer's insulin pump. The customer had received no delivery alarm, and after conducting set and silhouette change, the alarm prompted once more. The customer's blood glucose level at the time of incident was 549mg/dl. The customer treated the high with manual injection. Troubleshoot was conducted. The customer believes the issues lies with the pump do it being recurring issues. The customer requested the pump be replaced. The customer was advised the pump would be replaced and returned for analysis.